Event description:
The user facility reported a patient noted as high risk percutaneous coronary insertion was on an automated impella controller (aic) for mechanical circulatory support. While on support, there was a pump stop that occurred during transport. There was no report of patient harm or injury.

Manufacturer narrative:
Data analysis: case began on (B)(6) 2022 with impella 5.5 sn: (B)(6) on (B)(6). No issues occurred with pump and console until (B)(6) 2022 where a brief (~2 second) pump stop alarm (impella stopped) occurred. Without user interaction, pump function restarted automatically by design, resuming previous p-level. At that point in time, staff decided to swap to ic7004 out of an abundance of safety. Case continued and a successful explant occurred on (B)(6) 2022. No patient harm had occurred due to the pump stop event. On 6/16/22, imc logs reported the following: 16/06/22 15:16:06 sau_sens_eep_1 sau name already set 16/06/22 15:16:06 sau_sens_eep_1 shared memory:sh_eeprom_1 already exist.nothing to do. 16/06/22 15:16:06 sau_sens_eep_1 reinitialisation of impt device 16/06/22 15:16:06 sau_sens_eep_1 stm: wait before rst 16/06/22 15:16:06 scumain:unexpected impella pump connected following this unexpected reinitialization, the impella stopped alarm is triggered: 16/06/22 15:16:07 imcgui: event set: #115 from 9 (0) - impella stopped (mechanical/ electrical issue) after this event, the pmd is power cycled, and pump operation is resumed: 16/06/22 15:16:09 systemrtm:pmd reset complete... 16/06/22 15:16:09 imcgui: event clear: #115 from 9 (1) - impella stopped (mechanical/ electrical issue) cleared however pump reinitialization occurs again in imc logs, but no impella stopped alarm is issued and no pmd reset occurs. Pump flow is uninterrupted by this event occurring at 6/16/22 15:44:16. Shortly after this, staff remove the pump from (B)(6) and perform an aic-aic transfer to ic7004. See imc logs "sau_sens_eep reinitializing and impella stopped" attached. Rt log analysis of the event shows the sudden loss of motor current and pump flow coinciding with the unexpected reinitialization of the pump through the sau_sens_eep channel. See rt logs "(B)(6) motor current and pump flow" attached. No issues were reported with impella 5.5 sn: 372270 occurred during operation with ic7004. Imc logs for ic7004 were not available via constellation or salesforce complaint intake. Ic7004 was not returned to danvers. Device analysis: console was returned to danvers. (No exct date of return available) console interior was inspected; all connections were verified for connection integrity. Console was ran with a optical pump simulator and purge for an extended period of time with no issues occurring during pump operation. (B)(6) was ran with an impella ld and purge setup for an extended period of time, during which the console was tested with a phase cut simulator/ short circuit simulator to rule out electrical failure of the pump/console. No issues occurred during these tests, console behaved as expected. Conclusion/ repair task: the unexpected resets/ reinitialization of the pump via sau_sens_eep and its potential correlation to the pump stop are undetermined. Out of an abundance of safety, fs will be instructed to: - replace impellatronics pca (0042-1116p) - perform phase cut simulation/ short circuit simulation per pm (0042-7309) - perform fc (0042-7316) the root cause of the pump stop (2 second pause - restarted automatically) was most likely due to a malfunction with the impellatronics board. The exact root cause could not be determined due to the inability to reproduce. This report is being filed as part of a retrospective review of historical records.